Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove the essure implant/supracervical hysterectomy). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Following events were added: abnormal bleeding (vaginal) and menorrhagia. Onset date of following events added: pelvic pain, abnormal bleeding (vaginal) and menorrhagia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage and anxiety outcome was unknown. The reporter considered anxiety, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.